Event description:
According to the reporter, the capsule failed to deploy. Endoscopic assessment post procedure observed bleeding in esophagus which was irrigated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.